Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post ventral hernia repair last 2016, patient was experiencing a contact dermatitis (rash).